Event description:
During set up of the bowl, there was an abnormal noise. Even after reinstalling the bow, the noise persisted. They have found plastic pieces in the bowl. The bowl was replaced.

Manufacturer narrative:
Initially this incident was considered a non reportable event. After receiving and analyzing similar complaints, at the end of july 2006 soring group recognized there were potential risks for releasing particulates into the processed blood. In addition the delay in reporting was due manufacturer's misunderstanding about the need to notify FDA of events involving product not distributed in the us. Cobe cardiovascular inc. Is the distributor of a similar product sold in the us. This product is not distributed in us. However, is sold in the us and is similar to that sold in europe. Cod.745e/175 does contain the component that is involved in the us field correction; therefore, a mediwatch report was determined to be appropriate. Date that the manufacturer, sorin group became aware of another incident where the condition present in this lot of product led to degradation of the seal area material and release of particles into the processed blood. The product involved was returned and visually and dimensionally inspected. The inspection confirmed the presence of debris and found a defective coupling angle between the centrifuge mounting ring and the bottom of the bowl. Additional evaluation was performed on the wash sets in the bracket that included this lot. That evaluation included performance testing and revealed that if the bowl cannot be inserted into the centrifuge in accordance with the IFU, there is a risk that the bowl's rotating seal area could deteriorate during operation, releasing particulates into the processed blood. The loading of wash sets from this bracket of product can be more difficult due to a manufacturing process error that resulted in a slight deformation in the mounting ring on the bowl bottom. The process error has subsequently been corrected by soring group. Sorin group completed a risk assessment that lead to a field notification that included the product sold in the us (see d4 above), the field notification in the us was conducted by cobe cardiovascular, inc., the distributor of the us devices. The local FDA office was notified of the field action and the reporting number will be provided when it is available.